Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The target lesion was located in the left anterior descending artery. The 2.5x15 mm apex monorail balloon catheter was advanced to the lesion. Upon an unspecified inflation attempt, the balloon ruptured at 10 atmospheres. The procedure was completed with a different device. There were no patient complications and the patient's condition is reported as "good."

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).